Manufacturer narrative:
The reported event of the device vibrating could not be confirmed. Telemetry, pacing, sensing, impedance, high voltage output, high voltage shock and patient notifier were tested, no anomalies were found. All device functions were normal.

Event description:
It was reported that the patient presented with the complaint that their implantable cardioverter-defibrillator (ICD) exhibited constant vibratory alerts. Interrogation of device showed no evidence of any vibratory alerts given. The ICD was explanted and replaced. There were no patient consequences.